Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of a bile duct stone. Halfway during the procedure, the entire screen went black. The monitor was turned off and on, but the issue was not resolved. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.